Manufacturer narrative:
(B)(4): the third party service representative determined the cause for the malfunction to be failure of the therapy pcb assembly. The representative replaced the therapy pcb and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.

Event description:
It was reported that the device illuminated the service light. The third party service representative evaluated the device and verified the reported problem. Furthermore, the representative found that the device would not charge defibrillation energy. There was no patient use associated with the event.